Event description:
Boston scientific received info that this right ventricular (rv) lead was exhibiting noise which lead to two second pauses. The pt had recently been evaluated in the clinic due to syncope. It was reported that there were six ventricular tachycardia events stored that had very large amplitude with a jagged appearance. The pt was admitted into the hospital and intervention was to be performed. Add'l info was received that this pt underwent a revision procedure and this rv lead was explanted and replaced. The pt's pacemaker was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) due to the pt being paced 100% of the time and dissynchrony on an echocardiogram. The root cause of the oversensing is unk; however, is believed to be the cause of the pt's syncopal episode.